Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The product support engineer suggested swapping in a user interface (ui) assembly for troubleshooting and to replace the power switch overlay if problem resolves. If the problem continues replace the power management pcba if it does not. The pse provided part number for both parts. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a check vent alarm, (1105) alarm light emitting diode (led) failed error code. There was no patient involvement.